Manufacturer narrative:
Device manufacturing date: unknown/not provided, (B)(4). Fse on site completed the following: viewed all technicians that utilized the idesign during the capture sequence. Completed idesign clinical optimization checklist. Asm discussed outcomes with the tlc account regional director, clinic director and the physician. It was found that found that physician planned all treatments and the nomogram used was gleaned from a different tlc site in (B)(6). Two other physicians mentioned that the physician reporting the issues comes in (to the center) and steps into the foot pedal. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on 1 month post-op with an astigmatism in both eyes. It was stated that the patient had a loss of best corrected visual acuity (bcva). Bcva: right eye pre-op 20/20 -6.25 x .00 x 0, left eye pre-op 20/20 -6.00 x .00 x 0. Bcva 1 month post-op: right eye post-op 20/30 -.25 x -.50 x 157, left eye post-op 20/30 .00 x -.50 x 12. This report is for the excimer laser. A separate report is being submitted for the idesign aberrometer.

Manufacturer narrative:
Additional: device manufacturing date 12/18/2003. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.